Event description:
Device wont power on. It has been reported to philips that the device will not power on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting revealed that the device would not power on due to a fault with the main power distribution unit (mpdu). The philips engineer replaced the mpdu, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.